Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead exhibited oversensing of noise on the rate/sense and shocking egrams. The impedance and right ventricular (rv) threshold are stable and within normal limits. The left ventricular (lv) threshold is elevated 6.5 v @ 1.0 ms. The lv sensitivity is programmed to most sensitive. The rv sensitivity is programmed to nominal. The noise is reproducible with isometrics, but not pocket manipulation.